Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that "when the surgeon tried to use the zimmer electric dermatome, the handpiece did not work. Another unit was obtained from a sister facility which took about 45 minutes. The patient was under general anesthesia during the 45 minute delay. There were no issue with additional anesthesia observed during the patient's post-op course and the graft site is healing without complications.